Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, the pdrn did not report a malfunction of a fresenius device(s) and/or product(s) occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. Despite there being no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. The inability to establish causality, and the lack of culture growth prevents this clinical investigation from excluding the liberty select cycler and liberty cycler set from having a possible causal or contributory role in the serious adverse events experienced by the patient.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient initially complained of abdominal pain on (B)(6) 2025, however he refused the collection of a peritoneal effluent fluid culture. The patient reported feeling better on (B)(6) 2025. However, on (B)(6) 2025 the patient was hospitalized and diagnosed with peritonitis. A peritoneal effluent fluid culture (no growth) and cell count (wbc elevated, results unavailable) were collected, and the patient was treated with intraperitoneal (ip) vancomycin (dosage based on vancomycin trough level) and cefepime 2000 mg daily (duration not provided). The patient remains hospitalized as of (B)(6) 2025 and continues to undergo ccpd therapy without reported issue. The pdrn stated the cause of the peritonitis infection remains unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient initially complained of abdominal pain on (B)(6)2025, however he refused the collection of a peritoneal effluent fluid culture. The patient reported feeling better on (B)(6)2025, however on (B)(6)2025 the patient was hospitalized and diagnosed with peritonitis. A peritoneal effluent fluid culture (no growth) and cell count (wbc elevated, results unavailable) were collected, and the patient was treated with intraperitoneal (ip) vancomycin (dosage based on vancomycin trough level) and cefepime 2000 mg daily (duration not provided). The patient remains hospitalized as of (B)(6)2025 and continues to undergo ccpd therapy without reported issue. The pdrn stated the cause of the peritonitis infection remains unknown.